Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited a bad image issue during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distorted image and white residue in air/water channel. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the bad image occurred due to a component failure. However, a presumed cause for white residue in air/water channel could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.